Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.